Event description:
It was found that the chair could not engage the stairs due to a detached track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.